Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/26/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the mobile device lost power. No additional event or patient information is available.